Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 46 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Based on customer report customer did not allege insulin pump was over delivering. Customer reported that transmitter was not holding a charge. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that they did not use auto mode feature. The device will not be returned for analysis.